Manufacturer narrative:
An event of migration or expulsion of device (device migration) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device migration could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 20 november 2024, a 25mm amplatzer amulet was implanted using a 12f amplatzer torqvue delivery system with no reported difficulties. The defect dimensions were 20mm by 22mm. Angiography and transesophageal echocardiogram (tee) were used to size the device and also used during implant. Stability check was performed prior to implant and there was no leak observed around the amulet. On 07 february 2025, follow up tee was performed, which showed that the device had shifted in position/partially migrated and was partially protruding into the left atrium. The patient remained asymptomatic. There are no plans for intervention and the amulet remains implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.